Event description:
Approx six months ago pt had drug eluting stents implanted. Since then pt has had increasing bouts of hypertension that has now become almost constant with pressures of 200/110 or 190/96. Pt is currently taking the following blood pressure medicine: diovan 160mg, asa 2 x 81mg, toprol xl 50mg, hctz prn for fluid retention (not a problem now), clonidine dose unspecified (to be used if pressure gets too high), and nitroglycerin sl. Pt admits to self titration. Pt has talked to cardiologist and was referred back to the referring surgeon (who is on vacation). Pt has been instructed to seek medical attention if pressures get "too high." Pt believes all of their hypertension problems are related to the stents and is going to the emergency room shortly because of concerns.